Event description:
A customer observed negatively biased k+ qc results on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the customer was using immunowash fluid (iwf) rather than electrolyte reference fluid(erf). The root cause of the event is user error in not following ocd protocol when swapping iwf for erf